Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for novel system implant. During the procedure, it was found that the new implantable cardioverter defibrillator (ICD) was far p-wave over-sensing atrial signals while the leads were both disconnected and connected. The device was not installed and replaced with an alternate ICD. The patient was stable.